Event description:
The manufacturer received information alleging a ventilator's breath rate delivery was increased. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be damaged and needs to be replaced to address the issue.